Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a needle stick occurred with a 18 g x 1 1/2 in. Bd¿ blunt filter needle due to a tight cap. There was no report of medical intervention.

Manufacturer narrative:
Results: two samples were returned for evaluation. A shield removal force test was performed and the test results were 0.52 lbs. And 0.58 lbs. Which is within specification limits. A review of the device history record revealed one defect for excessive epoxy. For the reported lot # 5059605. One hundred forty five shield removal force tests were performed on 725 parts with a minimum removal force of 1.6 lbs., a maximum removal force of 9.0 lbs., and an average of 4.5 lbs. The specification limits are 0.5 ¿ 12.0 lbs. With an average < 9.0 lbs. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.